Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Concomitant medical products: 5076, lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) triggered a lead integrity alert (lia). The device w as interrogated and the patient's right ventricular (rv) lead had intermittent episodes of oversensing, previous non-sustained ventricular tachycardia episodes, and elevated sensing integrity counter (sic) counts. It was noted that the ICD was experiencing electromagnetic interference. Follow up was conducted to no avail and intervention of both the lead and device are unknown. The device is still in use. The lead is still in use. No patient complications have been reported as a result of this event.